Event description:
The following information was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of peritonitis bacterial in a home patient (hp). On (B)(6) 2009, the hp experienced bacterial peritonitis manifested by cloudy peritoneal effluent, which resulted in hospitalization that same day. The peritonitis was without septicaemia. The primary contributing factor to the event was a break in sterile technique. On (B)(6) 2009, empiric treatment with ip ceftriaxone and oral ciprofloxacin (doses and frequencies not reported) was started. On (B)(6) 2009, treatment with ip vancomycin (dose and frequency not reported) was started. On (B)(6) 2010, treatment with ceftriaxone, ciprofloxacin, and vancomycin ended. The hp was discharged from the hospital that same day. It was not reported if the hp was retrained in proper aseptic technique. The hp recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.